Event description:
On 11/16/2023, it was reported by a sales representative via email that an ar-9215-1-03 universal quick connect handle broke as it was being inserted into the patient. Everything was removed from the patient. The case was completed by the surgeon inserted it by hand. The case was delayed for about four minutes, but no additional anesthesia was needed. This was discovered during a tsa procedure on (B)(6) 2023. The patient suffered no negative effects on or after the surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint cannot be confirmed because the device cannot be visually and functionally evaluated. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.